Event description:
The pt reported experiencing pain and at her scs ipg pocket site when her scs system was off. The pt also reported having discomfort due to the location of her scs ipg which occurs when she sits down. The pt experiences migraine headaches after using stimulation for 45 minutes. There is no add'l info at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.